Event description:
Customer reported a past low blood glucose event, which required a visit to the emergency room (B)(6) 2025 and subsequent hospitalization for three days. The lowest blood glucose level related to the incident was lower than 41 mg/dl, and there was no injury or permanent damage identified. The treatment of IV and saline fluids resolved the issue, and the customer was released from the hospital (B)(6) 2025 without any further complications. Customer was advised by technical support to consult a healthcare professional to discuss what might be affecting their blood glucose levels.